Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient admitted that he had noticed a crack on the pump a month earlier. However, he claimed that the pump was working fine. On the morning of (B)(6) 2012, the patent indicated that he woke up and noticed that the pump did not have any power. He also noted that the pump's battery cap was off. The patient claimed that his blood glucose (bg) level was "583 mg/dl," he had ketones, and was nauseated. The patient reportedly took a shot and his bg level came down to a normal range within a few hours. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump lost power and he developed an elevated bg level suggestive of severe hyperglycemia. However, it appears as though use-error contributed to the patient's injury considering the patient admitted to using the pump for a month although he had noticed that the device was cracked. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history showed power resets occurring on (B)(6) 2012. The battery compartment was found to be cracked at the threads and the battery cap was stripped. The battery cap would not secure to the pump appropriately and easily detached causing power loss. A new test battery cap was used to complete investigation. The pump was exercised for 24 hours with test battery cap with no power issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a review of the black box history revealed that the time and date reset to factory settings at 12:00am on (B)(4) 2007 after the power was reset on (B)(4) 2012 at 3:17am. The pump was exercised for 24 hours. There was a bt1 internal battery failure found during testing. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Use error contributed to the reported event as the patient continued to use a damaged pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.